Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported via implant card received that the vns pt had her vns lead and generator replaced due to a lead discontinuity. The site has refused to provide any further info and the site regularly discards explanted products. A battery life calculation showed that the pt's generator was likely near, at, or past end of service. No adverse events have been reported.